Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that the alarm occurred during normal use and it happened three times in a row and then started working again. The customer also reported that the insulin pump has a few cracks and pieces were chipped off around the reservoir compartment. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 328 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted. However, the drive support cap was received slightly loose. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads. Device received with minor scratched display window, stained end cap sticker and broken reservoir tube lip.